Manufacturer narrative:
(B)(4). Investigation ongoing.

Event description:
As reported by our affiliates in (B)(4), prior to the 29mm sapien 3 case by transfemoral approach in aortic position, balloon aortic valvuloplasty (bav) was done with a 25mm edwards balloon. During valve deployment, the commander delivery system balloon burst. The valve was already fully inflated at the time of balloon burst and no post dilation was needed. Final valve position was 80:20 aortic/ventricular with only a trace of paravalvular leak (pvl). The patient was stable post procedure. In CT showed a severe non-coronary leaflet calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), prior to the 29mm sapien 3 case by transfemoral approach in aortic position, balloon aortic valvuloplasty (bav) was done with a 25mm edwards balloon. During valve deployment, the commander delivery system balloon burst. The valve was already fully inflated at the time of balloon burst and no post dilation was needed. Final valve position was 80:20 aortic/ventricular with only a trace of paravalvular leak (pvl). The patient was stable post procedure. In CT showed a severe non-coronary leaflet calcification. The commander was removed through the sheath without surgical intervention.

Manufacturer narrative:
The minimum luminal diameter (mld)  was 10mm on the left and 10mm on the right. The access vessel degree of calcification was severely calcified, the native valve degree of calcification was severe. The delivery system was returned to edwards lifesciences for evaluation inserted through the loader cap, atrion attached filled with blood, and with a longitudinal and radial inflation balloon burst. The returned delivery system was visually inspected for abnormalities. There was a radial and longitudinal burst, but did not appear to be missing any pieces. No relevant functional testing could be performed due to the condition of the returned device (burst balloon). The complaint was confirmed through visual inspection. Balloon single wall thickness was measured along the burst. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. All measurements were within specification. Instructions for use (IFU), procedural training manual and training manual were reviewed for guidance related to the reported complaint event. No IFU/training deficiencies were identified. During manufacturing process, the delivery system and balloon were visually inspected and tested throughout the product verification process. The inflation balloons are 100% inspected. The inflation balloons are 100% visually inspected. The balloon size was inspected prior the pleating and folding process using a go/nogo gauge. The inflation balloon was also visually inspected for distorted/pinched folds following the pleat and fold process. The balloon underwent 100% final inspection by both manufacturing and quality for visual defects such as device damage (e.g. Kinks, cuts), distorted/pinched folds, wrinkles or waviness, and fold lines on the inflation and crimp balloon. The devices were 100% leak tested. Post leak test, the balloon covers and inflation balloon were inspected for any damage. Visual inspection was performed on sample devices during product verification testing, and conducted prior to functional testing for physical defects such as kinks and cracks, and loose or missing components. For the related work order, the burst pressure of tested units was and the lot meets the statistical requirements as the lower tolerance limit is above the acceptance criteria of a lower specification limit (lsl). These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Based on visual inspection of the returned devices, the complaint was confirmed for ¿balloon - burst¿. Review of manufacturing mitigations and device dimensional testing revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training materials revealed no deficiencies. Per information provided by the complaint site, the patient leaflets were severely calcified. It is likely that the root cause of the balloon bursts is related to those detailed in a technical summary written by edwards lifesciences. A detailed root cause analysis for similar returned complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis of these types of ruptures indicate that they are typically caused by interaction with calcification in the annulus. Available information therefore suggests that patient factors likely contributed to the complaint events. No visual abnormalities were observed on the returned samples, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint because severe calcification was present in the leaflet and could have caused the balloon to burst. As such, an engineering evaluation is not required. The complaint for ¿balloon burst¿ was confirmed. No manufacturing non-conformities were found in the returned samples. Available information indicates that patient factors (calcification) may have contributed to the event. Since the occurrence rate does not exceed the respective monthly control limits for the trend category, no corrective or preventative action is required.